Event description:
Same case as MDR ID#: 2134265-2012-04972. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 10x4mm was located in the moderately to severely calcified right coronary artery with a 90 degree angle. There was a diffuse lesion was approximately 35mm in length. A 1.5mm unspecified balloon catheter was utilized, however the lesion could not be dilated. Following advancement of the extra support rotawire, a 1.75mm rotalink plus burr was utilized for ablation. Three ablation runs at 200,000 rpms were performed with the burr remaining on one position for an unspecified time. The extra support rotawire guide wire was noted to be detached. Attempts were made to retrieve the guide wire fragment with a non-bsc catheter and non-bsc snare, however only a portion of the fragment was removed. The physician utilized a 1.5mm rotalink burr and ivus and confirmed the fragment. The physician deployed a 38mm non-bsc stent to secure the guide wire fragment to the vessel wall. No further patient complications were reported, and patient status is reported as no issue.

Manufacturer narrative:
Age at time of event: 18 years of age or older.device evaluation by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).